Event description:
It was reported that at a routine follow-up appointment, the physician noted reproducible over-sensed noisy signals and high, out-of-range pacing impedance measurements (>3000 ohms) from the right atrial (ra) lead. Loss of ra capture was also observed. It was hypothesized the ra lead conductor could have potentially fractured as the result of a recent fall. Additionally, the right ventricular (rv) lead exhibited increased capture threshold measurements and out-of-range shock impedance measurements (145 ohms). It was stated a lead revision procedure is anticipated, but has not yet been performed. At this time, both ra and rv leads remain implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that at a routine follow-up appointment, the physician noted reproducible over-sensed noisy signals and high, out-of-range pacing impedance measurements (>3000 ohms) from the right atrial (ra) lead. Loss of ra capture was also observed. It was hypothesized the ra lead conductor could have potentially fractured as the result of a recent fall. Additionally, the right ventricular (rv) lead exhibited increased capture threshold measurements and out-of-range shock impedance measurements (145 ohms). A lead revision procedure was subsequently performed and the ra lead was explanted. The physician did not revise the rv lead and a successful induction test was performed during the procedure, which resulted in a shock impedance measurement >125 ohms. The physician elected to reprogram the device, leave tachy therapy active, and re-assess the patient in one month. Device data was forwarded to boston scientific technical services (ts) and confirmed that the changing ra and rv impedance measurements were likely the result of the patient's fall. It was discussed that because the delivered shock impedance measurement was >125 ohms, the patient was at risk for declaring a code 1005, indicative of an open circuit condition. At this time, the rv leads remain implanted and it's unknown whether the ra lead will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that at a routine follow-up appointment, the physician noted reproducible over-sensed noisy signals and high, out-of-range pacing impedance measurements (>3000 ohms) from the right atrial (ra) lead. Loss of ra capture was also observed. It was hypothesized the ra lead conductor could have potentially fractured as the result of a recent fall. Additionally, the right ventricular (rv) lead exhibited increased capture threshold measurements and out-of-range shock impedance measurements (145 ohms). It was stated previously that the ra lead was explanted, but this was confirmed to be incorrect. Due to the patient's anatomy, the physician decided against lead repositioning or explant. However, a successful induction test was performed during the procedure, which resulted in a shock impedance measurement >125 ohms. Device data was forwarded to boston scientific technical services (ts) and confirmed that the changing ra and rv impedance measurements were likely the result of the patient's fall. It was discussed that because the delivered shock impedance measurement was >125 ohms, the patient was at risk for declaring a code 1005, indicative of an open circuit condition. The physician elected to reprogram the device, leave tachy therapy active, and continue with normal monitoring. At this time, both leads remain implanted and no adverse patient effects were reported.